Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Reportable based on additional information received 13 august 2025. It was reported that versacross access solution device was selected for ablation procedure. During insertion, the versacross access solution rf wire was got stuck. The guidewire was unable to fit into the dilator due to a bend in the wire that was created when being pushed through despite the sizes being compatible. Procedure was completed successfully using the original device. No patient complications were reported. Device is not expected to return for analysis as it was disposed.